Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the torque wrench did not turn well when used to tighten the setscrew in the pacemaker header, and was difficult to pull out of the setscrew. The physician noted that the torque wrench did not feel like it usually does. The pacemaker remained in use, and the patient was in stable condition.